Event description:
It was reported that a patient underwent a breast augmentation primary with unspecified mentor saline breast implants and experienced deflation on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On sep 12, 2024, additional information was received indicating the replacement devices were mentor saline breast implants (serial numbers (B)(6) and (B)(6). On sep 19, 2024, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the saline textured 325cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the posterior view measuring less than 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).